Event description:
Swan-ganz catheter had been in place more than 48 hrs. P-a wave was normal. Pt developed sudden hemoptesis. Intensivist (physician) notified, who pulled the swan. Pt underwent bronchoscopy during which multiple blood clots were evacuated from the right lung. Pt recovered and experienced no other complications related to this event.